Event description:
The manufacturer service technician reported that the crest of the crest spring was missing. The event was observed during testing while it was being serviced at the manufacturer facility. There were no adverse consequences related to this event.